Event description:
A (B)(6) year old male patient called zoll customer support to report that his battery charger was not charging a battery. The patient was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging battery) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a defective u13 cmos micro-controller and a defective y1 crystal oscillator. The u13 component was shorted and the y1 component was not properly oscillating. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective components. The patient received a replacement battery charger/modem.